Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 16.0 multifocal lens was implanted into the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018, due to the patient complaining of not being able to see. There was no incision enlargement, no vitrectomy, and 3-4 sutures were used to close the side ports. Reportedly, there was no patient injury. The replacement lens was a zcb00 16.5 monofocal lens. No additional information was provided.

Manufacturer narrative:
The product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.